Event description:
On 13-jan-2026, a sales representative reported via phone that during a meniscal root repair procedure on (B)(6) 2026, an ar-4551 sutureloc meniscal root repair kit experienced two issues. First, the knee scorpion needle broke while passing the suture; the fragment was retrieved. Second, a portion of the passport button cannula broke during placement in the patient; this fragment was also retrieved. The case was delayed approximately 15 minutes, requiring additional anesthesia. No patient harm was reported. Additional information was received on 19-jan-2026: the ar-12990 knee scorpion device was used with the knee scorpion needle during the procedure. No damage was reported to the ar-12990 knee scorpion device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.